Event description:
It was reported the pt experienced no stimulation sensation. The pt was not being able to adjust stimulation. Troubleshooting was done on the programmer and found no reply from the ipg light. The pt had reprogramming that was unsuccessful. The pt had the device replaced. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.